Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer got a replace battery now alarm. Customer got a failed battery alarm after inserting new battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.